Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2012. A drop in pressure occurred during the middle of the procedure. The device was removed from the patient. More fluid was instilled and a hole was found. Another like device was used to complete the procedure with no adverse patient consequences reported.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2013. (B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the pressure loss occurred at three minutes into the therapy cycle. The patient received eight minutes of therapy with a manual stop. The volume of d5w inserted and the volume of d5w extracted were both 15cc.the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. During evaluation, the catheter failed the leak test because it had two holes in the balloon in zone d.